Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced air bubbles in the reservoir. The customer's blood glucose reading was 280 mg/dl. The customer mentioned motor error alarm. The customer declined to troubleshoot. The product was not returned for analysis.